Event description:
The user facility reported that while priming the cpb, the has3 centrifugal pump was circulating at 3000rpm and 4.5 l/m in the recirculation line, and the pre oxygenator pressure of fx15 reached a high value of 250mmhg. It was originally measured using a mera inline sensor; however, the measurements became unstable. Therefore, we stopped using the inline pressure sensor and instead used a pressure separator to measure air pressure, which confirmed the involved value. Since the post oxygenator pressure was less than 100, the pressure loss was more than 150. Before starting extracorporeal circulation, the oxygenator was replaced with a new one. After replacing the oxygenator, the original inline pressure sensor was used without any pressure issues. The operation was completed without incident. (Pre oxygenator pressure: a little less than 200mmhg, post oxygenator pressure: approximately 100mmhg) the procedure was completed successfully. The event occurred pre-treatment; therefore, there was no patient involved or harmed.

Manufacturer narrative:
D4: UDI: n/a at this product code is not exported to the us market. E3: occupation: clinical engineer. G4: PMA/510(k): k130520. Visual inspection of the actual sample: no anomaly such as damage that could lead to the pressure rise was found. The pressure loss of actual sample was measured using saline solution. The pressure loss when circulating at each flow rate range up to the maximum flow rate of this product of 5l/min, and at the flow rate of 4.5l/min when the involved product was in use, was equivalent to that of the current product. No anomaly was found. No anomaly was found in the manufacturing history record and the incoming inspection record of the actual sample. No other similar report of the product with the involved product code/lot number was found. Based on the investigation result, it was found that the pressure loss of actual sample was equivalent to that of the current product, and no anomaly was found. Therefore, it was not possible to clarify the cause of occurrence. Relevant instructions for use (IFU) reference: "do not use an oxygenator and reservoir that leaks. Replace it with another capiox fx15 oxygenator and reservoir." Terumo medical products (tmp) (importer) registration no. (B)(4) is submitting this report on behalf of ashitaka factory of terumo corporation (manufacturer) registration no. (B)(4).